Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: sample received was visually inspected and ports were properly sealed, no damage or crack were observed on the inlet and exit ports of all sample provided by customer.therefore, it is considered this man factor does not contribute to the reported complaint defect. Exit and suction ports was verified on sample received, tubes were compared with other samples and had the correct length, in addition during manufacturing process tube is cut using a fixed fixture to provide the appropriate dimension. The exit and suction ports of samples provided for evaluation was also visually verified, it could be observed the cut of the tubes were even (straight). Therefore, is considered this material factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. A test was performed to verify if reservoir present some leak. Plate was activated, port closed, and the swelled reservoir was pressed to verify it; a leak was observed on suction port. After reviewing the sample in this specific area, it was noticed that y body was broken.this is not an issue related to a detachment of y body from the suction tube since it seems it is correctly bonded, and leak is not observed to be present from another channel. This kind of damage into the y body connector is not considered to be caused during manufacturing process since leak test and vacuum processes are performed 100% to all pieces in manufacturing line, if there was a damage into the y body, it should be observed as per quality controls. Therefore, is considered this method factor could contribute to the reported complaint defect. Manufacturing procedure- requires to perform joint operation by applying pressure to y-body inserted into the entrance port to ensure proper bond with cyclohexanone. In addition, it is performed functional test (pull test) as part of equipment release and aql during sample evaluation, a leak was observed on suction port. After reviewing the sample in this specific area, it was noticed that y body was broken.this is not an issue related to a detachment of y body from the suction tube since it seems it is correctly bonded, and leak is not observed to be present from another channel. This kind of damage into the y body connector is not considered to be caused during manufacturing process since leak test and vacuum processes are performed 100% to all pieces in manufacturing line, if there was a damage into the y body, it should be observed as per quality control. Therefore, even as complaint is observed it is considered not related to manufacturing process as other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the control . Based on the present analysis, and condition of sample received it is determined that the reported complaint is observed, however it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent: was leakage detected? No further information is available. Was another reservoir used to correct the situation? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on (B)(6) 2020 and a reservoir was used. In the ward, suction failure occurred. Then, when checking the reservoir, it was found that the suction port had been broken at its root. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.